Event description:
It was reported that the pt had a problem with the recharging system. The pt could not get past the "reposition antenna" screen on the recharger. The implantable neurostimulator (ins) had not been charged for at least two months, if not more, due to a shocking sensation when the pt would charge. There was a broken lead. An ins overdischarge was suspected. The lead was revised. Following the revision the pt was able to recharge.

Manufacturer narrative:
(B) (4).